Event description:
Complainant alleged that the clinicians were treating a pt (age unknown) who had coded. The clinicians attempted to charge the device in preparation of the patient defibrillation, but the device displayed a "debib fault 78". The clinicians then obtained another device to defibrillate the pt. The pt subsequently expired.